Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Sureform 60 stapler had 12 max tool uses, 7 uses used this procedure and 5 uses remaining. System log review: a review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint. Advanced system log review was conducted by failure analysis engineer and reported: logs show pn 480460-09, ln k11230131-0476 was installed on the system 7x and fired 7 reloads (7 blue). On install 1, there were multiple completed clamps, and the firing was completed with 2 pauses for compression. On install 2, the first clamp was successful, and the firing was completed with 2 pauses for compression. On installs 3-7, the firings were completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the master supervisory controller (msc) logs.

Event description:
It was reported that the patient underwent a da vinci-assisted gastrectomy procedure on (B)(6) 2023. The procedure was completed and no delays. The patient was brought back to the operating room on (B)(6) 2023 due to bleeding from the staple line. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.